Manufacturer narrative:
The product associated with this complaint was not returned, it was discarded by the dentist. The x-ray provided shows two implants with restorations attached. There were no clear signs of screw fracture from these images. The complaint remains non-verifiable without the return of the product. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. The following sections have been updated: date of this report, date received by manufacturer, added follow up type, added evaluation codes, additional narratives.

Manufacturer narrative:
(B)(4). Device lot # was not provided/unknown. Product has not been returned. Product was discarded. Event date unknown.

Event description:
Doctor indicated the abutment screw fractured.